Event description:
It was reported that this recently implanted pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The presenting electrogram (egm) shows ventricular undersensing and a possible loss of capture (loc). Further review is recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.